Event description:
Caller alleging receiving discrepant inratio values. On (B)(6) 2014, inratio2 2.1; clinic poc 7.1 and 6.6. Time between the testing - minutes. Pts' therapeutic range 2.5 - 3.5. Based on clinic poc meter of 7.1, physician recommended pt take vitamin k. It is unk the dates pt received vitamin k. No add'l info available.

Manufacturer narrative:
Investigation pending.